Manufacturer narrative:
The fse (field service engineer) stated that the ECG connector was broken due to customer negligence. The fse replaced the ECG input to front end cbl assy (0012-00-0976). The fse then completed checkout and checklist. The unit passed all functional testing.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) ,the cs300 intra-aortic balloon pump (iabp) units ECG connector was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.